Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables leaked. On (B)(6) during use, it was found that the single-use warm liquid line connector cracked and leaked. No patient adverse events reported.